Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es hardware had failed due to an obstruction the customer indicated being unable to open the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer had a failed pocket previously. A field service engineer dialed in remotely and verified that there were no failures. The customer was using the station with no issues. The field service engineer monitored the station for proper operation.